Event description:
Levels implanted: l5-s1 it was reported that on (B)(6) 2009: the patient underwent l5-s1 facet fusion; an l5-s1 segmental instrumentation; and an l5-s1 single level fusion. The patient was implanted with rhbmp-2/acs. Post-op patient reported that her pain with these surgeries was 90% alleviated by a simple facet block. In addition, the l5-s1 facet fusion was not in fact performed. Instead, a facet screw was used in the surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.